Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-jul-2022 to 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was stuck on the login screen. The technical support specialist dialed into the station and found netbios over tcp was disabled even though there was winss server ip addresses defined, speed duplex was on auto negotiation, set up to 100 mbp/s half duplex, removed ipv6 and power saving options on nic and usbs and rebooted the device. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system station was stuck at the login screen prior to the surgery. The customer stated that they transferred the patient from the ob surgery suite to the surgery department to retrieve medications duramorph and ephedrine and delayed the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system station was stuck at the login screen prior to the surgery. The customer stated that they transferred patient from one floor to another to retrieve meds and delayed the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the station was stuck with login screen. A technical support specialist changed the duplex speed to 100 megabits per second, removed internet protocol version 6, power saving options on network interface card and universal serial bus and rebooted the device to resolve. The system was functional as intended.